Manufacturer narrative:
The communicator has been returned for analysis. The post market quality assurance laboratory confirmed the reported allegation. The power supply was observed to be melted, however, did not become hot to the touch or emit a burning smell during analysis testing.

Manufacturer narrative:
This communicator has not been returned for analysis. Should additional information become available, or if the communicator is returned, this report will be updated.

Event description:
Boston scientific received information that the communicator power supply smelled like burning plastic and the portion of the power supply that attaches to the power brick is melted. No adverse patient effects reported. A replacement communicator has been shipped to the patient.